Event description:
It was reported that bd q-syte closed luer access device leaked. The patient was admitted to the hospital due to limb weakness and dyspnea and was given infusion therapy using an indwelling needle connected to an infusion connector in accordance with medical advice, and the patient's family reacted to liquid leakage into the bedding at around 10:15, immediately stopping the infusion and checking for leakage at the infusion connector and replacing it with a new infusion connector.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the sample. Analysis of the sample showed the female end of the connector was attached to a 5ml slip-fit syringe. It appeared that the user was attempting to infuse the q-syte with clear liquid from the syringe while obstructing the male end of the q-syte with their finger. A spraying leak was seen emanating from the connector. The leak in the connector appeared to be located near the neck of the connector top body. However, the exact location of the leak and the physical characteristics of the device at the leak location could not be determined from the returned photograph. Bd was not able to determine the cause of the failure as there were no visible distinguishing features in the photograph which could aid in identification of a specific root cause. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.